Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings include the following: the zoom function did not operate properly due to a malfunction with the zoom mechanism, the bending angle was insufficient due to elongation of the angle wire, the play of the angle knob was out of the normal state due to elongation of the angle wire, discoloration of the illumination lens, discoloration of the objective lens, the curved rubber adhesive part was missing, the curved rubber bond was cracked, the air and water nozzles were clogged, and the draining function was reduced, liquid leakage in the universal cord, liquid leakage to the scope connector, and discoloration of the operation part. Additionally, scratches were found on the following device components: the insertion tube, the tip cover, the universal cord, the operation part side oredome of the universal cord, the scope connector side of the universal cord, the scope connector, the operation part, the harness adjustment ring, switch button one (1), the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the right/left angle fixing knob, the grip, and the scope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e315 scope error while using the evis lucera elite colonovideoscope. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 scope error could not be confirmed. The root cause of the event could not be determined, however, it is possible there was a malfunction a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.